Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of needing assistance with infusion set change on the customer's insulin pump. The nurse was assisted with the change. The nurse mentioned customer's blood glucose level being 600mg/dl. The nurse states the hospital has not treated the high, and would like the customer to treat with the pump. No further assistance was provided at this time.